Manufacturer narrative:
Sorin group (B)(4) manufactures the modification to stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. Evaluation of the unit on site found that the problem was caused by an improperly crimped connector of the can-bus to the e/p pack. The problem was resolved on site and no product was returned to sorin group (B)(4) for analysis. The cause for the improperly crimped connector is unknown. No further action is deemed necessary.

Event description:
Sorin group (B)(4) received a report that the s5 display modules would intermittently display error messages. There was no report of patient involvement.